Event description:
Inaccurate femur bone cuts. Additional information: it was always with gaps of about 0.5-1mm showing distally/posterior chamfer in x-ray. It is unclear if some cuts were too deep or others too proud.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: inaccurate femur bone cuts. Work performed: arriving onsite and after all troubleshooting , found nothing. I checked whole system and all motors and joints read head , system was accurate and nothing found. Checked the or wall outlet and found on the left side of or which user connect the rob can't support sufficient power as they connect several or devices to the same side. Replaced kin_cal assy as was not moving freely. System passed all validation tests .system is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: a review of the provided medical information by a clinical consultant indicated: the root cause of this event cannot be determined with certainty. The causes of lack of contact between the femoral component and one or more of the bone cuts are multifactorial. The most likely cause would be surgical technique. If the anterior chamfer was not properly cut than the distal portion and possibly the posterior portion will not be flush. Often this area is sclerotic and a finishing cut must be made. The distal and posterior chamfer cuts apparently were performed in a linear fashion without abnormal angulation. Unless there was an error in the programming, I would doubt too much distal bone or too much posterior chamfer was removed. If the blade were to "skive" off plane I would expect to see some angulation in the cut. I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Inaccurate femur bone cuts. Additional information: it was always with gaps of about 0.5-1mm showing distally/posterior chamfer in x-ray. It is unclear if some cuts were too deep or others too proud.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.